Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2016 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was able to maintain an electrical connection. No power interruptions occurred during testing. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.